Manufacturer narrative:
The exact day is unknown though reported to be observed post operatively. Therefore, (B)(6) 2017 (day one postop) was indicated in the date of event field. The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis, iris atrophy, elevated iop and stent obstruction are identified in the labeling as a known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. In addition, the IFU indicates that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established for implantation of more than a single stent, which was not studied in the pivotal trial. The omitted information was requested, but was not provided. MFR. Reference #(B)(4). Refer to MDR #2032546-2018-00003 for istent involving the right eye, and 2032546-2018-00005 for the 2nd istent involving the patient's left eye.

Event description:
The surgeon reported that a patient who had undergone bilateral cataract and trabecular micro-bypass stent surgery with one stent implanted in the right eye and two stents implanted in the left eye presented with rebound iritis in both eyes requiring atropine sulfate and iop lowering drops. The two stents that had been implanted in the left eye were observed via gonioscopy to be embedded in the iris and explant of the stents was scheduled. The surgeon conferred with the glaukos medical monitor who reported that the snorkel of the stents in the left iris were causing chronic inflammation and iris atrophy was noted close to the area of contact. The surgeon and glaukos medical monitor agreed upon explant of the stents as all other interventions to treat the inflammation had been exhausted. Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following additional details. The anterior chamber reaction in the right eye resolved approximately one and a half months following stent implantation. The left eye was noted to be quiet as early as ten days after implantation. The iop in the postoperative period ranged from 15 to the low 20s in the right eye and 14 to 20s in the left eye. Persistent inflammation was noted in both eyes. The stents in the left eye were explanted on (B)(6) 2017. At the follow-up visit one day following the explant, trace cell was noted in both eyes. The patient is reportedly on pressure lowering drops with no other issues reported. This report is for 1 of 2 stents implanted in the left eye.